Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 410 mg/dl at the time of the incident. The customer was not troubleshooting for high blood glucose. It was unknown using insulin pump system within 48 hours of reported high. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.